Manufacturer narrative:
The insulin pump was received with missing retainer and the reservoir tube o-ring. The insulin pump passed rewind test, prime seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing the retainer. Detailed trace analysis shows the insulin pump alarmed low battery and power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the insulin pump was monitored and functioned properly. No unexpected replace battery now, failed battery test or failed battery alarms noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and advised customer to put a new battery into the pump, but the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.